Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated and was successfully recognized. A fit check was performed with a trocar and there was resistance on the cannula. A visual assessment under a microscope was performed and revealed foreign material adhered to cannula. The material found is not part of the manufacturing process. As to what the foreign material is or when it adhered to the tip remains inconclusive, at this time. The root cause of the reported event is attributed to foreign material. As to what the foreign material is or when it adhered to the tip remains inconclusive, at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, prior to cataract surgery, an ophthalmic laser probe got caught and could not be attached during testing. The surgery was completed the same day using another probe.